Event description:
Zoll customer support contacted a (B)(6) old male pt to exchange his monitor. The pt's download revealed four occurrences of service code 102 - charge profile fault accompanied by numerous 'charge profile fault' and 'discharge profile fault' flags. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (code 102 / charge profile fault / discharge profile fault) has been confirmed. Upon eval, the positive terminal at high voltage capacitor c21 was detached from the solder pad. The cause of the code 102 / charge profile fault / discharge profile fault is the inability to charge / discharge the high-voltage capacitors on the defibrillator board. The cause of the inability to charge / discharge the capacitors is failure of the resistor that controls the rate of charge of the high-voltage capacitors (r45). The cause of the failure is over-current to the resistor. The cause of the over-current is the damaged high-voltage capacitor c21 at the solder positive terminal solder connection. The cause of the fractured connection is likely physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.